Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit but was unable to duplicate the reported malfunction. No leaks were found during a five-minute leak check and the all-manifold check. The rear analog helium pressure gauge reading was accurate. The unit passed all functional and calibration checks.

Manufacturer narrative:
Due to character restrictions in block e1, e1 initial reporter full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use that the cardiosave intra-aortic balloon pump (iabp) was leaking helium. No patient involvement.